Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A (B)(6) customer ran a blood glucose test on the contour ts, and then on another meter. The difference between the readings was 40mg/dl. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was advised to return the strips for evaluation. Product was replaced.